Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 415mg/dl which was treated with bolus or manual injection. Customer¿s blood glucose was 298mg/dl at tie of incident. Customer had symptoms like foggy. Customer reports insulin exited at the quick release. Customer passed quick release. Insulin pump will not be return for analysis.